Event description:
New information states that there was no primary cause given and an autopsy was not performed. The patient died at a nursing home. On the last visit to clinic, the patient was reported as non-dependent. There is no known allegation from a health professional that suggests the death was related to the device.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.